Event description:
During a laparoscopic cholecystectomy, the clips from the al326 would not hold on tissue. A second device was opened to complete the procedure. There was no consequence to the pt.

Manufacturer narrative:
Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within specification. It was concluded that the instrument was conforming to design specifications. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure the clips feed properly and that the clip formis within design specification. Co strives to understand each incident as it occurs in order to continuously improve the products.